Manufacturer narrative:
It has been communicated by the distributor that the device will be returned to greatbatch medical. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a form will be submitted. Complaint received from distributor, depuy synthes. Device not returned to manufacturer.

Event description:
It was reported during an unknown procedure that the handle snapped. All broken pieces were retrieved, there was no delay in surgery and no adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was returned to (B)(4) for evaluation and the reported event was confirmed. The indexing handle was broken away from the indexing ring. Visual examination of the complaint sample found a significant amount of surface damage including nicks and scratches. The area around the broken weld on the indexing ring is bent to the extent that the locking ring will not slide into it indicating that a large force was applied when the device broke. This device failed due to wear and overload. A manufacturing review was performed and there were no discrepancies found. No further investigation required.